Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist verified that no troubleshooting had been performed, as the issue was being addressed by a field service engineer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system went down. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.